Event description:
Csp lead dislodgment- device dropped in pocket and pulled out the lead. Device was repositioned and remains implanted. The associated lead was replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.